Event description:
The customer reported that the system displayed intermittent communication failed error messages. This error will likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurs. There is no report of pt injury associated with this event.

Manufacturer narrative:
Ge service representative performed an onsite investigation. The hard drive, general purpose operating system and real time operating system were replaced and the system software was reloaded. The system was then found to be operating as intended.